Manufacturer narrative:
Patient information unknown. Date of event is unknown. This report is for an unknown locking screws /unknown lot. Part and lot number are unknown; UDI number is unknown. Explant date is unknown. Complainant part is not expected to be returned for manufacturer. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the reported fns (femoral neck system) implant was used in orif (open reduction internal fixation)-based surgery for femoral neck fractures. On (B)(6) femoral subtrochanteric fractures were found. The cause of this fracture is one of the screws was eccentrically inserted during the original surgery. When the patient was in the walking rehabilitation, she turned the her direction. This turning movement as well as the eccentric screw insertion caused the fracture. The patient underwent the revision with other supplier's implants. Concomitant parts: unknown quantity of unknown trauma screws. This report is for unknown locking screws. This is report 2 of 4 for (B)(4).